Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - after an implantation time of about 65 months, a shock impedance >150 ohm was reported and the lead was explanted. No deterioration in the pt's state of health was reported.